Event description:
A product issue has been discovered on the electronic imaging device (eid) during patient setup. Patient was on top of the treatment table during this incident, but was not injured. The operator extended the eid using the motion enable switches. The eid reportedly continued to move after the operator released the motion enable switches. The eid motion was halted when it collided to underside of the treatment table. It was discovered by service that the eid was miss-wired during the initial installation. It is important to note that the schematic for the this device is labeled correctly. Upon initial review of this incident, a reporting decision was performed which evaluated the precussions if this incident was to recur. As a death or serious injury appeared unlikely, this issue had been deemed not reportable. However, as result of re-evaluated of this incident, a decision has been made to report this issue in the abundance of caution.